Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised by technical support to use multiple daily injections as a backup therapy while the pump was replaced with one that has updated software. Technical support provided instructions for storage mode and ensured the customer understood the steps for returning the problematic pump via ups within 10 days.